Event description:
It was reported via repair work order that the mattress could not be secured to the litter due to missing velcro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.